Event description:
It is reported that during surgery on (B) (6) 2009, the tibia was prepared using standard im technique. Sequentially reamed tibia to 12mm, then attached 7 degree boom and half block cutting and pinned in place. Resected tibia through 0 shot on lateral side and 5mm augment slot on medial side with oscillating saw. Used reciprocating saw to make midline cut through vertical slot on cutting guide. Opened proximal tibia hole to 15mm about 2" below cut surface with 15mm reamer. Attached 12 x 100mm straight trial stem to stem adapter set halfway between 1" and 2" markings on bushing. Tibia was drilled using 16.7mm drill and punched with 5/6 broach. Trial was assembled with 6 tibia, 5mm medial augment, 12 x 100mm offset stem extension tightened at same position as bushing and impacted into place without difficulty. Real implant was assembled with stem in same orientation as trial tibial component. When real implant was implanted it would not fully seat into tibia; it remained approx 5mm proud to cut surface. Surgeon elected to abort implantation and retrial. During 2nd trialing of tibia, the 1st trial tibia could not be seated. During attempts to insert and extract the tibial provisional both the trial augment and white tibial provisional were damaged. The surgeon elected to trial with a 10 x 75mm straight fluted stem on a 6 trial tibia with a 5mm augment. The trial seated properly. These real implants were assembled and implanted successfully with pmma bone cement. Surgery was delayed 45 minutes.

Manufacturer narrative:
Eval summary - the returned devices meet specs. The implantation of the offset stem on the tibial baseplate depends on replicating the orientation of the offset stem provisional on the actual implant. If the implant offset stem was not oriented in the same manner as the trial, the component may not fully seat within the tibial canal. The damage to the trial provisions that occurred can most likely be attributed to their being impacted while the surgeon attempted to re-seat them in the tibia. However, without additional info, or the offset stem provisional which was used to prepare the tibia, a definitive root cause of the original implant's inability to seat properly cannot be ascertained at this time. Conclusions - device history records indicate all components were mfg and inspected to spec.